Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered an alert for out of range pace impedances on the right ventricular (rv) lead. Values were typically around 700 ohms, but had spiked to 1134 ohms once in february, then recently triggered the alert for values of 2867 ohms. The patient was brought in for further evaluation and no out of range measurements could be reproduced. Reprogramming was performed and the patient is being monitored remotely. This pacemaker and the existing rv lead remain in service. The lead is a competitor's product. No adverse patient effects were reported.